Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user related as an incompatible catheter was used during the procedure. The dfu states ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes¿ and ¿the use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device.¿ the use of an incompatible catheter would have contributed to the premature detachment of the coil and delivery wire as it is likely the device was retracted with force to combat the resistance of the incompatible catheter. The coil migration reported is user related as well as the injection of the contrast would have propelled the coil from the catheter to an undesired location. (B)(4).

Event description:
It was reported that during a hepatic embolization treatment procedure, a coil migration occurred. The target vessel was located in the liver. A .035 interlocking detachable coil was selected for treatment. The coil was advanced half way out of a non-bsc microcatheter when the physician decided it was not needed and withdrew the coil back. The coil pusher was removed from the patient, not realizing that the coil had detached within the microcatheter. The physician injected contrast and inadvertently injected the coil into the vessels of the liver. The coil remains implanted. No patient complications were reported and the patient's status is stable.